Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a difference in measured r-waves on the implantable pulse generator (ipg) interrogation. It was noted that there are decreases in r-waves. The ipg remains in use. No patient complications have been reported as a result of this event.